Event description:
Same case as MDR ID #2134265-2012-07452. (B)(6). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced migration of a clot. In (B)(6) 2010, the patient presented with substernal chest heaviness with dyspnea on exertion and was diagnosed with stable angina. Stress test revealed potential inferior ischemia. A few days later, that patient was referred for cardiac catheterization. The 80% stenosed and 16 mm long de-novo target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilation and placement of a 3.00 x 20 mm taxus liberte stent, resulting in 0% residual stenosis post-dilation. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient present with weakness and black tarry stools consistent with melena. Cardiac enzymes were noted to be elevated, consistent with protocol definition of myocardial infarction. The patient was diagnosed with non-st segment elevation myocardial infarction and was referred for cardiac catheterization. At the time of the event, the patient was taking aspirin. Two days later it was noted the 90% in-stent restenosis of the 3.00 x 20 mm taxus liberte stent in mid right coronary artery had thrombus and was treated using a 3.5 x 8 mm quantum apex balloon catheter. However, after the 1st balloon inflation, evidence of distal migration of a clot was noted. The balloon was removed and an export catheter was used to remove the clot and intracoronary cardene was used for reflow. Following this, the lesion was again treated with balloon angioplasty using the same 3.5 x 8 mm quantum apex balloon catheter, resulting in 30% residual stenosis. A few days later the event was considered resolved without residual effects and the patient was discharged on the same day on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).